Event description:
It was reported that there were intermittent minimum fill notifications occurring after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.